Event description:
Customer reported a primary fusion of lactated ringers was infusing, a secondary of antibiotics was started and the user observed the fluid from the secondary back flow into the primary. The infusion was stopped, the administration sets were replaced and the infusion restarted without incident. No pt harm reported. No additional info was available.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. Product evaluated and customer's experience of secondary fluid back flowed into the primary was confirmed through functional testing. The sample was sent to the check valve supplier and testing results identified a white particle located between the housing seal area and the diaphragm, preventing the silicone diaphragm from fully seating. The particle was identified as acrylonitrile butadiene styrene. The source of this material was not determined. The cause of the customer's experience was due to a check valve failure. The root cause of the failure could not be determined. The lot number was identified. The mfg database was reviewed; no quality issues were noted during production build for the involved lot number, smartsite laser ID number or check valve part number, for the failure mode reported.